Event description:
An invance sling was implanted, the date of implant was not provided. It was reported that the invance sling was removed, (B)(6) 2012. An alternate ams incontinence device was implanted. The reason for removal was not indicated.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.